Manufacturer narrative:
A complete lead was returned in one piece. Insulation and conductor damage was noted at 19.8 ¿ 20.1 cm from the pin consistent with clavicle crush damage. The damage caused the reported events of insulation breach, low/high lead impedance, noise and fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with pocket stimulation. Interrogation of the device revealed that the right atrial lead had a low impedance value that caused a polarity switch. No resolution was reported, and the patient was stable.

Event description:
It was reported that noise was seen on the lead in the past.

Event description:
New information received on 23aug2019, indicates that the patient presented for a lead revision. It was belived that the lead had an insulation breach and a fracture. The lead was explanted and replaced on (B)(6) 2019, and the patient was stable.

Event description:
New information received on 18sep2019, indicates that the lead also had high impedance.